Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accu tni (troponin I) results generated on a unicel dxi 800 access immunoassay system for three pts. The customer re-ran the samples on a different instrument and the results were within normal reference range. A corrected report was sent out of the laboratory. The initial erroneous results were reported outside the laboratory. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.

Manufacturer narrative:
A bci field service engineer (fse) was dispatched to the site on (B)(4) 2009, to investigate the event. The fse found aspirate probes needed replacement and performed preventative maintenance (pm) on the instrument. The fse then ran high sensitivity system check, which passed. The fse indicated that the instrument is performing to specifications. A definitive root cause could not be determined for this event. This is 3 of 3 separate MDR reports related to 3 pt events associated with a single malfunction report on different days. Reference MDR numbers 2122870-2011-05412, 05413 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 through 10/23/2010 for additional reportable events.